Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2014 due to pain. The modular head was removed and replaced with active articulation. The cup was reported to be well fixed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. The modular head was removed and replaced. Patient further reported to have undergone a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient alleges pain, elevated metal ion levels, metallosis, loss of strength in legs and vision problems. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. The modular head was removed and replaced. Patient further reported to have undergone a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient alleges pain, elevated metal ion levels, metallosis, loss of strength in legs and vision problems. There has been no reported revision procedure to date. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2014 due pain and metallosis. Revision operative report noted the presence of scar tissue and abrasions. The head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-05321 & 06962 / 06963).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. The modular head was removed and replaced. Patient further reported to have undergone a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient alleges pain, elevated metal ion levels, loss of strength in legs and vision problems. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿